Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/9/2021. H.6. Investigation: one sample and photo received for investigation, upon visual inspection it can be observed the scale is incomplete and rotated. Possible root cause is associated with a failure in the marking machine that was detected and repaired immediately. The ink was not correctly transferred to the barrel due to a failure in the patters that transfer the scale and in the flaming system that prepare material for ink penetration previously to ink transference. When ink transference is produced out of step, the result can be a rotated scale printing as found in the device from complaint. DHR from lot 2107079 has been reviewed not finding any annotation or deviation regarding the alleged defect.

Event description:
It was reported that the bd plastipak¿ 20ml syringe luer-lok¿ experienced illegible scale markings. The following information was provided by the initial reporter: scale marking issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 20ml syringe luer-lok¿ experienced illegible scale markings. The following information was provided by the initial reporter: scale marking issue.